Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer¿s blood glucose level was 172 mg/dl, 132 mg/dl, 130 mg/dl and 126 mg/dl. The customer was treated with candy for low blood glucose level. The customer reported that the cannula was curved. The insulin pump will not be returned for analysis.